Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous and mildly calcified de novo lesion in the distal left anterior descending (lad) artery. The 2.25x18mm xience prime stent was deployed at 16 atmospheres; however, post implantation, a distal edge dissection was noted. Another xience prime stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.